Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon attempting to remove a tampon she could not find the string. She was able to manually remove the tampon. Upon removal the tampon was sideways and there was a clear plastic wrapped around the tampon which caused some discomfort. The discomfort resolved and she did not seek medical attention.